Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, pyrocarbon head chipped by surgeon during removal of osteophytes around the implant. Implant was fully intact prior to attempting removal. No further information was reported.

Event description:
It was reported that, pyrocarbon head chipped by surgeon during removal of osteophytes around the implant. Implant was fully intact prior to attempting removal. No further information was reported.

Manufacturer narrative:
The reported event could be confirmed, since a photo of the explanted device was provided. Photos of explanted devices are not sufficient to carry out product inspections related to the revision surgery. Visual inspection of the pyrocarbon humeral head confirmed the implant breakage intra-operative. Based on investigation, the root cause was attributed to a user related issue. The event was caused by an accidental shock with a metallic instrument (osteotome) during removal of osteophytes around the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The IFU mention that pyrocarbon should not be damaged. Handling or contact of the implant with any metallic instrument is strictly not recommended. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.